Manufacturer narrative:
Rayner intraocular lenses limited reports the following investigation findings: our review of production records for the c-flex aspheric 970c iol batch 013e44071 showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of MFR of the c-flex aspheric 970c iol (february 2013) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch 013e4407.

Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during implantation of a c-flex aspheric 970c intraocular lens (iol). The event description provided states that upon implantation of the c-flex aspheric 970c iol the healthcare professional observed a crack in the lens. For further info please refer to rayner intraocular lenses limited's MDR report 9611165-2013-00090.